Event description:
The customer observed falsely elevated & imprecise architect stat troponin-I on a 65-year-old female patient. The following results were provided (reference range = 0.0-0.27 ng/ml): (B)(6) 2026, sid (B)(6); initial result =0.38 ng/ml, 2nd draw, sid (B)(6), (B)(6) 2026 =0.0002 ng/ml, sid (B)(6)- repeat result = 0.0005 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.